Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer had the tampon unravel, particularly the string which resulted in the tampon becoming stuck. She went to urgent care on one occasion to get help removing the tampon. The stuck tampon also caused an infection which she treated with over-the-counter products.